Event description:
On (B)(6) 2023 patient presented to (B)(6). Records show she received inappropriate shocks, was inappropriately pacing, and lead had dislodged. Device was deactivated at that time, and treatments discussed. Patient refused life vest and/or any further ICD implant. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.